Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the customer was removing the hls kit from the shipping box and it was noted that there was a hole in the sterile peel top on the kit. Furthermore, it was noted that the white hls box was placed upside down in the brown shipping box on the full order. No harm to any person has been reported. The affected beq-hls 7050 USA#hls set advanced 7.0 with lot#300015712 was requested for investigation. But the requested product was scrapped therefore, a technical investigation could not be performed at the getinge laboratory. A review of the complaint data for similar complaints was performed and the reported failure was already investigated in a similar complaint and the most probable cause for the reported failure could be determined to be an inadequate fastening of the hls module onto the insert of the intellipack 1 as well as an isolated detachment of the insert from the intellipack 1. This led to vertical movement of the hls module during transport whereby the brackets of the venous measurement cell at the blood inlet connector pierced the sterile tyvek cover of the intellipack 1. Thus the reported failure "tyvekcover damaged on hls" could be confirmed. A device history record (DHR) review for the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#300157124 was performed on 2021-12-17 and there were no references found, which are indicating a nonconformance of the product in question. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the customer was removing the hls kit from the shipping box and it was noted that there was a hole in the sterile peel top on the kit. It was also noted that the white hls box was placed upside down in the brown shipping box on the full order. Unsure if this was the cause of the breach in integrity of the peel top. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).